Event description:
It was reported that the ventilator had "intermittent problem, stopped cycling on a patient, clicking noise from both gas modules, loud popping noise. Ventilator was shipped to allegiance healthcare where biomed reproduced clicking noise in gas modules, reseated gas modules and ventilator ran on ambient for 4 weeks without any failures. Recalibrated unit, performed functional checks and verified that the unit operates within all manufacturers specifications.